Manufacturer narrative:
Our investigation into this complaint has been finalized. It was reported that the user interface holder (panel holder) on a ventilator was broken. The customer who reported the incident did not request service, they only purchased a replacement user interface holder and repaired the ventilator themselves. The user interface holder has not been returned and no further information has been provided. As a result, it has not been possible to establish what caused the interface holder to break.

Event description:
(B)(4).

Event description:
(B)(4). It was reported that ventilator has a user interface holder that is broken. There was no patient involvement reported. (B)(4).